Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations they were able to replicate and confirm the reported issue. Failure analysis confirmed that there was damage/friction issues. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, the 30 degrees endoscope plus rotated stiffly. The procedure was completed with no reported injury.